Manufacturer narrative:
Evaluation summary: the complaint cartridge was not returned. Two cartridges were returned for the complaint lot. One of the two returned samples was opened for evaluation. The cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract procedure with intraocular lens implantation, foreign material was adhered to the back side of the iol. This was noticed after implantation. The foreign material was removed and the procedure was completed. The iol remains implanted with no reported harm to the patient. Additionally, it was reported that a non-qualified injector was used in combination with the iol, cartridge and viscoelastic.